Event description:
It was reported that the hi-torque (ht) command es 300 cm was introduced via the introducer in the patient. Soon after introduction before reaching the lesion, the wire was retrieved slightly. At this point the distal part of the wire (approximately 40 cm long) broke inside the patient. With the help of a snare the broken part of the wire was retrieved. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified; therefore no corrective action is required.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. No resistance was felt during advancement. Another wire was used successfully.